Event description:
It was reported that a 2.75 x 20 mm nc trek was damaged and would not inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The estimated date of the event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.